Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/29/2016 that a loss of connection between the transmitter and receiver occurred on (B)(6) 2016. No injury or medical intervention was reported. The transmitter has been received for evaluation. External visual inspection was performed and the transmitter was found to be in good condition. A voltage test was performed and the transmitter held no voltage; therefore, the reported loss of connection could not be confirmed via testing. No share log data was available and no other indication of a problem was found. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.